Manufacturer narrative:
Product not returned.

Event description:
It was reported that the patient believe she had an allergic reaction. Immediately after surgery she began to have a headache. One month post surgery the patient had the following symptons dizziness, lightheaded and a racing heartbeat.